Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions. It was noted that the cardiac resynchronization therapy defibrillator exhibited far field r-wave oversensing on the atrial channel, observed on stored egm. The patient remained asymptomatic. The device was reprogrammed. The patient would continue to be monitored remotely.